Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to fluctuating high and low blood glucose. The caller stated that the customer was hospitalized for one week before being released. The caller stated that the customer passed away on (B)(6) 2014, between five and six in the morning, at a relative's house. The caller did not know the cause of death. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2014. The caller stated that the customer did not wear sensors. The caller stated that they do not have the customer's insulin pump and do not know where it is.